Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/ kendall that a customer had a problem with a dialysis catheter. The customer reports that the palindrome had a broken adapter and dr. Tried to repair it with a bard repair kit. The silicone extension was cut too short, so the catheter had to be exchanged.